Event description:
It was reported post left heart catherization procedure a 6f angio-seal vip was deployed in the right femoral artery. The pt returned to the holding area with tightness in the right groin area. The pt was discharged 2 hours later experiencing pain at a level of 6 out of 10. The pt called the physician later in the afternoon stating an inability to get comfortable and standing straight due to pulling in the groin. This was accompanied by pain in the groin extending into the medical side of the thigh. The physician saw the pt had prescribed medication for pain mamagement.